Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message for more than two hours while wearing the freestyle libre 2 sensor, followed by a "replace sensor" message after 12 days of wear. Customer experienced a seizure and a loss of consciousness, and received treatment of glucose by a third-party followed by contact with a healthcare professional, who diagnosed her with hypoglycemia and provided additional glucose as treatment. There was no report of death or permanent impairment associated with this event.